Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving pump error 130. Customer was able to clear the error and complete the rewind process. Pump passed displacement test. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a cracked case behind the pump near the battery tube compartment.pump was also received with a critical pump error (open book image) alarm.unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test prime/seatingtest, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.successfully downloaded pump traces and history file using thump.pump error 130 alarm was found on: (B)(6) 2024 01:24:49.000, (B)(6) 2024 01:28:19.000, (B)(6) 2024 03:34:49.000, (B)(6) 2024 02:34:51.000, (B)(6) 2024 02:59:45.000, (B)(6) 2024 03:02:35.000, (B)(6) 2024 03:05:12.000, (B)(6) 2024 04:59:49.000 & (B)(6) 2024 07:04:56.000. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 11:26:01.000 and (B)(6) 2024 11:36:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 28-dec-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 03:03:06.000, (B)(6) 2024 03:05:45.000, (B)(6) 2024 11:36:27.000 to (B)(6) 2024 11:36:32.000, (B)(6) 2024 11:37:28.000 to (B)(6) 2024 11:37:32.000, (B)(6) 2024 11:38:32.000failed battery alert/battery failed alarm was found on: (B)(6) 2024 11:36:27.000, (B)(6) 2024 11:36:29.000, (B)(6) 2024 11:36:31.000, (B)(6) 2024 11:37:27.000, (B)(6) 2024 11:37:29.000, (B)(6) 2024 11:37:31.000 & (B)(6) 2024 11:38:31.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery.unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. Cosmetic damage was confirmed at the back side of the pump during analysis.unable to perform the required testing due to critical pump error (open book image) alarm.critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Also, pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. Corrosion was also found on the vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.